Event description:
(B)(4).

Event description:
It was reported that during a robotic low anterior resection (lar) procedure for diverticulitis the surgeon introduced the device with a blue reload and clamped down on the specimen below the pelvic reflection. Once the device was fired, and the jaws were opened, the specimen that was stapled was open and not stapled together. After reviewing the pictures (goal post staple formation) and speaking with the surgeon that due to the inflamed area of resection, a larger staple cartridge such as a gold or green might have completed the b formation of the staple. The specimen(s) that were opened from the cut line were sutured together and a competitive device was introduced to complete the anastomoses with no patient adverse events.

Manufacturer narrative:
(B)(4). Additional information: batch # m53g05. The analysis found that one psee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no malformed staples were noted during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was the blue cartridge gst60b or ecr60b? It was a ecr60b